Event description:
According to the initial report received via email on 19jan2024 from artivion clinical project manager, e.t., patient is subject #040 in the post-market clinical follow-up study protocol of the on-x ascending aortic prosthesis (aap) retrospective study and was implanted on (B)(6)2013 with a prefabricated aap device sn #(B)(6). On (B)(6)2014 (607 days post implant) presented to the ed with complaints of loss of vision to the left eye. According to the medical records provided he has an extensive history of recurrent infectious endocarditis and severe thrombocytopenia. Inr was 3.0 on (B)(6)2014. CT of the head without contrast was normal, EKG showed atrial fibrillation with a rate of 104 (new), echocardiogram showed no evidence of stenosis or regurgitation and no thrombus identified. Cta of head and neck showed carotid occlusion of the left internal carotid artery in the neck, appearance unchanged since 2013. Patient was discharged home on 10sep2014 to follow up with his cardiologist, no changes to his coumadin were made. Diagnosis of retinal artery branch occlusion of the left eye.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Per the adjudication received, this event is not valve related. Per medical device reporting for manufacturers - FDA guidance for industry and food and drug administration staff, section 2.16 an MDR report is not required when "you have information that would enable a person who is qualified to make a medical judgment to reasonably conclude that your device did not cause or contribute to a death or serious injury, or that a malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur." Therefore, further investigation is not warranted.

Event description:
According to the initial report received via email on (B)(6) 2024 from artivion clinical project manager, (B)(6) ., patient is subject (B)(6) in the post-market clinical follow-up study protocol of the on-x ascending aortic prosthesis (aap) retrospective study and was implanted on (B)(6) 2013 with a prefabricated aap device sn (B)(6) . On (B)(6) 2014 (607 days post implant) presented to the ed with complaints of loss of vision to the left eye. According to the medical records provided he has an extensive history of recurrent infectious endocarditis and severe thrombocytopenia. Inr was 3.0 on (B)(6) 2014. CT of the head without contrast was normal, EKG showed atrial fibrillation with a rate of (B)(4) (new), echocardiogram showed no evidence of stenosis or regurgitation and no thrombus identified. Cta of head and neck showed carotid occlusion of the left internal carotid artery in the neck, appearance unchanged since 2013. Patient was discharged home on (B)(6) 2014 to follow up with his cardiologist, no changes to his coumadin were made. Diagnosis of retinal artery branch occlusion of the left eye. Receipt of the adjudication form deemed the event not valve related.